Manufacturer narrative:
CAPA remediation.

Event description:
Date of event start is unknown; associated study visit (B)(6) 2017. Patient was admitted to the hospital within one month of implant for the treatment of neck swelling, episodes of dizziness, sweating, and seeing spots. Adverse event resolved by (B)(6) 2017.